Event description:
The device was attached to a patient diagnosed in cardiac arrest. When the operator pressed the analyze button, the device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. Ambulance personnel subsequently arrived and diagnosed the patient as asystolic. The patient was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.